Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Device testing confirmed that the internal device is functioning and the issue was resolved by exchanging external equipment. The patient remains implanted. This is the final report.

Event description:
The patient is reportedly experiencing no loc with the external equipment and the internal device. External equipment was exchanged however this did not resolve the issue. Additional testing has been requested.